Event description:
It was reported that this patient's communicator displayed a red call doctor (rdc) icon. The rcd icon occurred as the pacemaker declared a lead safety switch (lss) due to high out-of-range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. The patient's pacemaker and rv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated that the right ventricular (rv) lead exhibited high out-of-range pacing impedances again, and no capture. It was determined that the rv lead was damaged, therefore, it was surgically abandoned and replaced. The clinical observations were believed to be due to the lead damage, and evidence does not suggest that there was any issue with the pacemaker. The pacemaker remains in service. No adverse patient effects were reported.